Manufacturer narrative:
User facility risk (B)(4), was contacted by phone on (B)(6) 2011 to f/u on pt status. Ms (B)(4)stated that the pt had a scheduled appointment on (B)(6) 2010 in the ambulatory unit. Iridex scheduled a loaner device to be delivered on (B)(6) 2010, and the user facility agreed to reschedule the pt for the intended procedure. Ms (B)(4) stated that she was not aware of any complications with the pt as a result of the product malfunction on (B)(6) 2010. The device was returned to iridex and evaluated by the svc dept. The investigation identified that the head board and heater board were burned. Both boards were replaced. The device was then tested and it met performance specifications. Iridex initiated an appropriate corrective action to address the reported product malfunction.

Event description:
User facility reports iridex laser has a self-test mode. Equipment was tested and warning read "heating delta 13.4c". Equipment was not used on the pt. Equipment sent out for repair. User facility reports that the event did not involve an electrophysiology procedure or an attempted electrophysiology procedure. User facility reports that the original intended procedure was a vitrectomy with laser.